Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the balloon ruptured during the first inflation at 22 atmospheres (atm). It should be noted that the armada 35 / armada 35 ll instruction for use (IFU) states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 13 atmospheres as indicated on the product label. In this case, it is likely that overinflating the balloon resulted in the reported balloon rupture. Additionally, the ruptured balloon material likely interacted with the patient¿s anatomy and/or accessory devices during removal, resulting in the reported difficulty removing the device and upon further manipulation with applied force, the device ultimately separated. The separated balloon was removed by cut down. It was reported by the account that upon removal of the dilatation catheter, resistance was noted, and force was applied. It should be noted that the IFU also states: maintaining a vacuum in the balloon, withdraw the catheter. Note: gentle counterclockwise twisting motion of the balloon may ease withdrawal through the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit. In this case, instead of using gentle counterclockwise twisting motion to remove the device, force was applied which likely contributed to the reported separation. Based on the information received, the investigation determined that the reported balloon rupture and separation appear to be related to user error; however, the reported difficulty removing the device and surgical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an arteriovenous fistula in a mildly tortuous subclavian vein that is 80% stenosed. Once at the fistula, the 8.0x80mm armada 35 balloon dilatation catheter (bdc) ruptured at 22 atmospheres during the 1st inflation. Resistance was noted during withdrawal and force was applied. It is unknown what the resistance was due to. The balloon separated and was retrieved by cut down. Another device was not used. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: above rbp, excessive force